Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. A slight crack was noticed on the front lower left corner of the top case. The left plunger case screw was also broken. A review of the event history log showed evidence of multiple motor rate errors (mre). The mre was not observed during occlusion testing. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced as a preventative measure: worm coupling, worm gear, leadscrew and clutch halves.

Event description:
It was reported that the devise displayed a motor travel error. There was no patient involvement. The product problem was observed during testing.